Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status (B)(4) devices were evaluated using data provided by the user or third party. Evaluation findings (results/components) (B)(4) device: fracture problem / housing (B)(4) device: fracture problem / weld (B)(4) device: fracture problem / hinge, housing. (B)(4) device: fracture problem / housing, rail. Product disposition (B)(4) devices: product not received additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: fracture. - 2 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.